Event description:
It was reported that the patient was experiencing withdrawal; ¿the pump was going off¿ and the patient didn¿t feel good. The patient first heard the alarm last night ((B)(6) 2014) at 3am and at the time of this report it was now a multi-tone. Beginning on (B)(6) 2014, the patient started to feel bad; ¿heart palpitations, throat and sweating and when she woke up she was experiencing body aches and now said she can barely stand, legs are real stiff and she is very antsy¿. The patient when to the ER (emergency room) last night and they gave her some dilaudid to help. The patient called her hcp (health care provider) and was told that the hcp couldn¿t see her until friday ((B)(6) 2014) and directed her to go to ER and have the pump checked. The pump had just been refilled on (B)(6) 2014. The device system was delivering clonidine, baclofen, and morphine. It was later reported that the pump motor had stalled and did not recover. A pump replacement was planned. The patient was experiencing flu-like symptoms including body aches and nausea. The patient also had a headache and underdose symptoms of pain. The patient status was reported as ¿alive-no injury¿. It was later reported that the pump motor stalled on (B)(6) 2014 and did not recover. The pump was replaced. The drug was taken from the old pump (17 ml) and put into the new pump; the dose was decreased to 1.99 mg/day. The patient was going through withdrawal and was given oral pain meds and baclofen on (B)(6) 2014.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information later reported the patient was seen one week post-operative and the patient was doing fine.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to gear wheel 3.

Manufacturer narrative:
On manufacturer report # 3004209178-2014-13759 follow-up #1 the date should have been 2014-07-21.